Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that it was not possible to load the configuration from the tempus pro (B)(6) device. The device use during this event is unknown. However there was no patient or user harm reported.

Manufacturer narrative:
Updated the event country